Event description:
Subsequent to the initial medwatch report, additional information indicated that the clip was not fired because the physician could not complete the sheath splitting; therefore, had to use the safety release button to remove the device safely and performed manual arterial compression successfully for closure of the puncture site. No additional information is available.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device after a percutaneous coronary interventional procedure. Reportedly, during thumb advancer advancement strong resistance was felt. Thumb advancer advancement was completed and the clip was fired. The device could not be removed from the patient's anatomy. The safety release mechanism was used and the device was removed. The clip did not achieve hemostasis. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Device was not advanced against resistance, however, no femoral angiogram was performed. Instructions for use states under warnings: perform a femoral angiogram to verify the location of the puncture site. Evaluation summary: the device was returned for evaluation. The reported experienced was not confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. (B)(4): thumb advancer advanced against resistance. Per the instructions for use - do not advance the thumb advancer against excessive resistance. If excessive resistance is experienced during advancement of the thumb advancer, manually collapse the locator wings and remove the device.